Event description:
The reporter stated that rptr did back to back blood glucose tests, within 10 minutes, using separate fingersticks. Rptr's results were 124, 179 and 184 mg/dl. A control solution test was within range, 123 (86-128). The reporter stated that rptr checks the confirmation dot for enough blood. No harm was alleged.